Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-03558. It was reported that the patient experienced ineffective stimulation. As a result, surgical intervention took place on (B)(6) 2020 in which the physician added two leads to resolve the issue.

Manufacturer narrative:
A patient experienced ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.